Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda appears to be related to patient conditions (tethered posterior leaflet). Unspecified tissue injury, mitral valve insufficiency/ regurgitation (recurrent mr) and swelling/edema appear to be due to the slda. Mitral regurgitation, swelling/edema and tissue injury/damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This will be filed to report incomplete coaptation, recurrent mitral regurgitation, and tissue damage. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+ with a restricted posterior leaflet and dilated left atrium. Two clips were successfully implanted, and the procedure was concluded with a resulting mr of grade 1+. On (B)(6) 2023 the patient was referred to the hospital for swelling. A transthoracic echocardiogram was performed and it was observed both implanted clips detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and chordal rupture occurred. This caused mr to increase to a grade of 4+. No additional information was provided.